Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was downloaded to care link pro properly and all boluses delivered were found at the carelink report. No unexpected rf pic failed alarm was noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level was 110 mg/dl. The customer was unable to upload the insulin pump. The insulin pump alarmed failed self-test after a self-test. The customer was advised that the device would be replaced and agreed to return the product for analysis.